Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3005334138-2021-00775. The following was published in the journal of arrhythmia, "zero-fluoroscopy ablation for cardiac arrhythmias: a single-center experience in japan", by kawakami, tohru et al: september 2021 doi:10.1002/joa3.12644. This study investigated the outcomes of zero-fluoroscopy ablation for cardiac arrhythmias at a japanese institute. Methods and results: a retrospective analysis of the safety, efficacy, and feasibility data from 221 consecutive patients who underwent zero-fluoroscopy ablation. Of these patients, two had cardiac tamponade requiring pericardiocentesis.